Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that while in use, a bd nexiva¿ closed IV catheter system extension tubing "burst", during use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: sample analysis - examination of the returned unit found evidence of ballooned extension tubing; however, there was no evidence of burst tubing as reported in the verbatim description of the incident. The customer's experience was confirmed for damaged or defective tubing. DHR review - a review of the DHR could not be performed as no batch information was provided. Qn database review - a review of the qn database could not be performed as no batch information was provided. Investigation conclusion: occlusion of the fluid pathway (e.g. Occluded catheter, kinked tubing, pinch clamp engaged during infusion) will increase the internal pressure of the unit and can cause the extension tubing to break, balloon, and/or burst. D16123 rev6(c) nexiva dual port instructions for use advises that measures should be taken to avoid kinking or obstructing the catheter system during power injection to avoid product failure. Burst or ballooning damage to the tubing can also occur if infusion is not performed correctly or performed at a psi/flow rate above the recommendations listed in d16123 rev6(c) nexiva dual port instructions for use. No manufacturing root cause was identified.